Event description:
Medtronic received information that approximately 6 years, 9 months, and 2 weeks following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate to severe central aortic regurgitation near the right coronary cusp, moderate paravalvular leak, mild to moderate mitral regurgitation, and trace tricuspid regurgitation. A possible torn leaflet and congestive heart failure were also noted. The patient was hospitalized and, per the physician, intervention will be required. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.